Event description:
A surgeon reported following an intraocular lens (iol) implant procedure that an exchange of the lens was performed due to an unexpected postoperative refractive error. The surgeon reported a hyperopic, astigmatic surprise and poor vision. The surgeon explains that the lens must have moved posteriorly and tilted to explain the unexpected postoperative refractive error. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).